Manufacturer narrative:
The device was not returned to olympus for evaluation. As a result, a root cause of the reported failure could not be identified. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. This report will be supplemented if additional information becomes available at a later date.

Event description:
It was reported the camera head malfunctioned and had an error ¿e238¿. The issue happened during preparation prior to an unspecified procedure. There was no patient involvement.

Event description:
It was reported the camera head malfunctioned and had an error ¿e238¿. The issue happened during preparation prior to an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s final investigation. Updated fields: d8; d9; h2; h3; h4; h6; h10 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Based on the results of the investigation and information obtained from this complaint, the presence of electrical contact dents suggested a communication failure occurred and resulted in a e226/e238 error. The most probable cause was linked to the device but unable to trace more specifically. A device history record (DHR) review revealed no issues that could have caused or contributed to the reported issue. It was confirmed that the device was shipped in conformity within the specification. Olympus will continue to monitor field performance for this device.